Event description:
It was reported that the pump batter could not be charged using the tandem-provided wall adapter and usb cable. There was no reported impact to the customer's blood glucose level. The customer was able to charge the pump successfully with a secondary wall adapter and usb cable.